Event description:
It was reported that the patient experienced a change in therapeutic effect, with symptoms including seizures and increased baseline spasticity. The physician was unsure if the patient was experiencing withdrawal, overdose, or if symptoms were unrelated to pump function. The intensive care unit physician requested that the pump be interrogated. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the therapy was working ''too well'' and the physician wanted to wean the patient off the drug in order to determine the spasticity the patient was experiencing. The dose was adjusted down 5% on(B)(6) 2012 due to side effects. The patient experienced itching in her mouth and her head which did not "level off" as it had last time. The patient also had tingling in her arms, legs, and mouth which she noticed more over the two days prior to report. The patient also had increased spasticity, which could have been from the reductions or "other things." The patient improved and leveled off for a little bit but symptoms were worse again at the time of report. Spasticity was occurring in the patient's hands. The patient was in a wheelchair and had not had any falls. The pump was refilled a month prior to report and the next refill was scheduled for the week of (B)(6) 2012. The patient had lost (B)(6) in the past year and the pump had physically migrated down but was still tight. The patient was being tested for a p possible urinary tract infection. Additional information indicated the device system was used to deliver lioresal 2000mcg/ml for a daily dose of 1200 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ catheter. (B)(4).